Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to a component failure. The cause of the spark marks on the tip of the shaft cannot be identified, but it is likely that the output was caused by another device coming within 10 mm of the sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had spark marks at the tip of the shaft. There were no reports of patient involvement.